Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead exhibited loss of capture at time of initial implant. Subsequently, another lead was successfully implanted instead. No adverse patient effects were reported.